Event description:
The report indicated that the customer's bg levels remained consistently high (489-greater than 500 mg/dl) over a two hour period despite multiple bolus attempts. A kink was reportedly seen in the cannula, though no alarm was initiated by the pod. Upon deactivating the pod, the customer immediately administered a manual insulin injection. The pod will be return for evaluation.

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggest that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issue. The patient remedied the situation by removing and replacing the device per instructions.